Manufacturer narrative:
This is the first of 2 incidents. Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2013 to (B)(6) 2014. The device remains implanted.

Event description:
The article presented a prospective study to evaluate the outcome for stenting for symptomatic intracranial vertebrobasilar artery stenosis (ivbs). Ninety-seven patients were treated by different type of stenting, including 52 patients with basilar artery stenosis. The successful stent deployment rate was 100%. Two patients treated for ba stenosis had post-procedure perforator strokes. The first patient (refer to table 5): it was reported that following uneventful placement of the stent to treat 90% stenosed basilar artery during recovery from general anesthesia, the patient suffered a right pontine infarction. No further information is available.

Manufacturer narrative:
The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Stroke is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, anticipated in nature. However, because the device was not returned the exact cause for the difficulties encountered during use of the device cannot be definitively determined.

Event description:
The article presented a prospective study to evaluate the outcome for stenting for symptomatic intracranial vertebrobasilar artery stenosis (ivbs). Ninety seven patients were treated by different type of stenting, including 52 patients with basilar artery stenosis. The successful stent deployment rate was 100%. Two patients treated for ba stenosis had post-procedure perforator strokes. The first patient: it was reported that following uneventful placement of the stent to treat 90% stenosed basilar artery during recovery from general anesthesia, the patient suffered a right pontine infarction. No further information is available.